Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Video evaluation obtained from the customer confirmed the reported event. The customer reported the suspected front panel assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the displays comes white and does not show and parameters. The customer performed troubleshooting, but the issue went unresolved. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.